Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the left anterior descending (lad) with the use of a non-abbott device. The graftmaster was deployed using 8 atmosphere (atm) and the perforation was successfully sealed. It was noted; however, that the patient died from a right ventricular puncture, cardiac tamponade from pericardium. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of death, as listed in the coronary stent graft system, graftmaster rx instructions for use (IFU) is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.